Manufacturer narrative:
Concomitant medical product: product ID: sedr01 ipg implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds in both unipolar and bipolar and was not capturing. It was further reported that the implantable pulse generator (ipg) was unable to verify/measure the bipolar lead impedance, so it switched the lead polarity to unipolar. It was noted the that the lead was tested at the replacement procedure and the impedance was within normal limits. The lead was capped and replaced and the ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.